Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the detox clients not getting activated in medbank. A technical support specialist (tss) received a message that users were not seeing some patients as admitted on the medbank side as expected. Tss investigated and found that the messages had come through to medbank, but were a08 messages, which do not admit or discharge patients on the medbank side. Tss stated in an email that a change in rxconnect directly correlated to this issue. Tss confirmed that the change in rxconnect was made to prevent inactive patients from appearing in the adm and resolved the issue. The tss mentioned that the issue was traced to a recent update on the netsmart/avatar side, which stopped sending messages as expected. Netsmart engineering is actively working on a resolution to restore normal message flow. Unfortunately, this had created problems for those specific scenarios. Additional logic needed to be implemented to help alleviate that new issue and further information made multiple follow-ups but no response received.

Event description:
It was reported that when using the bd pyxis¿ medbank tower sas detox clients were not getting activated in medbank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower sas detox clients were not getting activated in medbank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.